Event description:
Reference number (B)(4). Event occured in canary islands it was reported that the patient faced bent cannula event on (B)(6) 2026.the insertion site was lumbar.the infusion set was in use for three to four hours.the blood glucose level was 500 mg/dl and the patient was treated with insulin pump. No further information is available.

Manufacturer narrative:
(B)(6). Patient country: canary islands.